Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Recommended inflation capacities: 3cc balloon: use 5cc sterile water, 5cc balloon: use 10cc sterile water, 30cc balloon: use 35cc sterile water. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Catheters should be replaced in accordance with the cdc guideline, "guideline for prevention of catheter-associated urinary tract infection." At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter related adverse effect, the catheter should be replaced. Do not exceed recommended capacities. Sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." (B)(4). The device was not returned.

Event description:
It was reported that the catheter was clogged, and as a result the catheter would not drain. It was noted that the catheter was clogged due to a build up of white blood cells. The catheter was flushed twice a day. The patient allegedly experienced an infection; however, the patient was not prescribed any antibiotics and no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was clogged, and as a result the catheter would not drain. It was noted that the catheter was clogged due to a build up of white blood cells. The catheter was flushed twice a day. The patient allegedly experienced an infection; however, the patient was not prescribed any antibiotics and no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was clogged, and as a result the catheter would not drain. Allegedly, the catheter was clogged due to a build up of white blood cells. The catheter was allegedly flushed two times a day. The patient allegedly experienced an infection; however, the patient was not prescribed any antibiotics and no medical intervention was required.